Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. The device had cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer had normal blood glucose levels of 97 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive during rewind. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.